Manufacturer narrative:
The reference (B)(4). Has been allocated to this case by rayner. The event description provided states that post-operatively the patient has experienced visual impairment/visual disturbances. The patient underwent an additional surgery whereby the lens was explanted and exchanged. The patient status is given as "not recovered on day of report"; however, has a prognosis of excellent. "Iol replacment or extraction" and "deviation from target refraction" are listed in the "adverse events" section of the rayone IFU. The patient medical history received indicates that the patient has previously undergone lasik. The device was not returned to rayner. There are many factors which may influence the post-operative outcome of the patient including but not limited to; incomplete removal of ovd following iol implantation (capsular block/capsular bag distension syndrome), dry eye during biometry measurement, incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), incorrect power selection (not using optimised a-constants may be a contributory factor in this scenario - surgeons must always expect to personalise their own constants based on initial patient outcomes, with further personalisation as the number of eyes increases.), posterior synechiae, irregular capsular bag contraction, patient medical history (e.g., glaucoma, pseudoexfoliation syndrome), lens decentration or dislocation, incorrect or unstable fixation within the capsular bag, post-operative rotation of the lens, lens does not fit anatomy of the eye (e.g., too large or too small), capsulorhexis diameter too large and induced surgical astigmatism. Our review of production records for the rayone emv rao200e batch 034236901 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 034236901. Without the ability to examine the device and without clear event details being provided it is not possible to determine the root cause of the event.

Event description:
On 11th august 2025, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that post-operatively the patient experienced visual impairment/visual disturbances prompting an additional surgery to explant and exchange the iol.